Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant of the right ventricular (rv) lead, elevated threshold was observed on the rv lead. Diagnostic imaging revealed that the lead dislodged. The procedure was suspended due to patient condition and the rv lead was replaced. The patient later expired. No relationship was suspected between the patient condition and the performance of the device.